Event description:
It was reported that during the case the instrument tip broke off into the screw while in the patient. The screw had been tightened down, so the surgeon was no concerned the screw would remain loose. The tip remains intact in the screw head despite the surgeon attempting to remove it using suction, magnets and burrs. No other information was provided. There was no clinical consequence to the patient.